Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5; d8; d9; e2; e3; g2; h3; h4; h6; h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the report of poor image quality was not confirmed during evaluation, the definitive root cause of the customer's reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head displayed a poor-quality image. The issue occurred before an unspecified therapeutic procedure that was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head displayed a poor-quality image. There were no reports of patient harm.